Manufacturer narrative:
This report is submitted on october 3, 2019.

Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in loss of osseointegration and fixture loss.